Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and extended surgical time by less than an hour. It was reported that the site was unable to track the straight suction. While verifying the instrument, the distance to the divot ranged from 2.5- 3, but verification was successful. The manufacturer representative moved the straight suction from port 2 to 4 on the axiem box, then tracking was possible. However, the suction was visibly inaccurate, and a red status was displayed occasionally. Navigation was not aborted, and the surgery was completed. There was no impact on patient outcome.

Manufacturer narrative:
UDI was updated. Device manufacturing date was updated.